Event description:
The consumer reported that the patient's implantable neurostimulator (ins) stopped working in (B)(6) 2013. The patient's health care provider (hcp) planned to take their device out because it stopped working after 6 months of using it, so they turned it off. The patient could never find the right channel again, so they stopped using it. The hospital cancelled explant surgery and the patient was not sure what was going on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.